Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-apr-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was reporting that he was told by an MRI technician that he couldn¿t get an MRI because it would burn and shocking him due to the leads not being in the right place. The rep reported that the patient needed 3 hours¿ worth of scanning and was unhappy that he couldn¿t get the scan done. The rep also reported that the therapy caused diarrhea and didn¿t provide relief and he was thinking about having it removed. The rep noted that she did offer to meet with the patient for reprogramming, but the patient didn¿t provide an answer. The patient later reported that he was having chronic diarrhea every time he turned the implant on which started about 6 weeks after implant. The patient then reiterated that he was supposed to have an MRI and the MRI facility there told him that his ¿leads were longer than normal¿ and that the leads were placed higher than normal. The patient reported that he was told if he went through and had the MRI, he would have died or burned his spine and been a paraplegic. The patient noted that he was never informed the risks to having an MRI and thought that he would have been killed if he had an MRI. The patient reported that he tried all the way up to october and nothing was working to stop the diarrhea. The patient reported that in november, his doctor ordered an MRI and he was never informed that the MRI would need to be done under specific conditions. The patient reported that he shut the device off and that he was in chronic pain. The patient noted that his controller showed full body eligible, but that he was upset that the MRI facility had told him he wasn¿t able to get a MRI. No further complications were reported.